Manufacturer narrative:
(B)46): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion at l2-5 to treat degenerative lumbar scoliosis. It was reported that the set screw stripped during break off. The screw was removed and replaced. No patient complication were reported.